Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported the system ceases taking nibp readings intermittently and the spo2 reading remains from one case to the next. There was no reported patient or user impact.